Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an endoscopic resection of the prostate, fragmentation of the diathermic- hf resection electrode loop occurred and a portion of it was detached which was then recovered and removed from patient's bladder with the aid of an endoscopic instrument.. No residue left in the patient. The procedure was completed with the same device (replaced handle) without any adverse health consequences and a minimal delay (less than 5 minutes) reported .no additional medical interventions were undertaken or additional anesthesia was required. No adverse patient health consequences were reported. The device was inspected, and no anomalies found.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (a3) and to provide an update to field (d1, d2, d4, d9, h3, and h4). The device was evaluated, by olympus. And loop was broken. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the suggested event occurred, due to improper handling and excessive force. However, the root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.